Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-06244. It was reported the patient experienced ineffective stimulation and was unable to increase stimulation. An sjm representative interrogated the system and found high impedances. The system was reprogrammed but the issue returned. The patient underwent surgical intervention where the leads were removed and only one lead was replaced due to scar tissue. The system was programmed and the patient reportedly received effective stimulation.